Event description:
It was reported that during a holap procedure, the physician received a small burn to his hand as a result of a fiber break. It was further reported that the doctor classified the burn as a third degree. However, no medical intervention or further complications were reported.

Manufacturer narrative:
Although reasonable attempts were made, subject device was not returned by user facility. Based on the as reported event description, lumenis has determined the probable root case to be excessive bending forces used to manipulate the device under power in contradiction to product labeling.